Event description:
It was reported that the system would not complete boot up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted to 5.2vdc, and the coin battery was evaluated and replaced. The boards and connectors were reseated. The system was tested and found to be working as intended and returned to service.